Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on august 08, 2016 with blood glucose that dropped to 37 mg/dl while in the hospital and it was not known why. Customer did not want to give reasons for hospitalization but stated that it was not due to diabetes. Customer reported that insulin pump pushed the entire reservoir of insulin into him while asleep. Customer was wearing insulin pump at the time of hospitalization. Customer did not want to troubleshoot as medtronic representative was at the hospital. Diabetic care manager reported that insulin pump was working as it should and that issue may have been user error as customer had a history of drug abuse.